Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es did not showed a patient. The customer stated that this malfunction caused a delay about 90 minutes in dispensing medication to patients and remove medications from pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was in a preadmitted status and required readmission in the facility¿s electronic health record system. A technical support specialist connected to the server and confirmed that the patient was in a preadmitted state. The customer was advised to contact the epic team to complete the readmission process. After the update, the customer confirmed that the patient was now visible on the medstation es, and the case was closed. The system functioned as intended after the technical support specialist resolved the issue.